Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 523 mg/dl at the time of high blood glucose event. Customer blood glucose at the time of call was 291 mg/dl. Customer was treated with manual injection and insulin pen for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of high blood glucose event. Customer stated the insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.